Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿level at the time of the incident was¿402¿mg/dl and the current blood glucose level was 59 mg/dl. Performed high-pressure test and it passed. Customer had been using¿the insulin¿pump¿system within¿48¿hours of the reported¿high¿blood¿glucose¿event. The auto mode was not active at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.